Manufacturer narrative:
Mml #(B)(4).

Event description:
It was reported that the patient had a fall that led to discomfort at the implantable pulse generator (ipg) pocket site. The physician recommended revising the ipg pocket site, but the patient opted to have the leads and ipg explanted. The patient reported improvement in pain and function since being implanted with the reactiv8 system. The ipg and leads were removed without complications. Although requested, the explanted device was discarded at the hospital and will not be returned for analysis. No device evaluation can be performed.

Event description:
It was reported that the patient had a fall that led to discomfort at the implantable pulse generator (ipg) pocket site. The physician recommended revising the ipg pocket site, but the patient opted to have the leads and ipg explanted. The patient reported improvement in pain and function since being implanted with the reactiv8 system. The ipg and leads were removed without complications. Although requested, the explanted device was discarded at the hospital and will not be returned for analysis. No device evaluation can be performed.

Manufacturer narrative:
Mml # (B)(4). The device history record of the ipg and leads were reviewed. No relevant nonconformances were found. Updated h6. Other devices explanted. Model: 8145. Description: reactiv8 implantable stimulation leads. Serial numbers: (B)(6). UDI #s: (B)(4).